Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. The pump was received with a cracked case on the lcd display window corners, minor scratches on lcd display window, crack on the battery tube threads, crack on the reservoir tube lip, and scratches on the reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.